Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1906132. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed on the product. The foreign matter was identified as polishing paste, from the mold of the injection area. One of the maintenance procedures for the injection mold is to polish the components of the mold when needed. For this task, the operators use a polishing paste and after the task is completed, all excess paste is removed from the mold. In this case, it appears that a small quantity of the polish remained within the mold and was introduced to the product. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. H3 other text: see h10.

Event description:
It was reported that prior to use with bd syringe s2 10ml 21ga 1-1/2in foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: on (B)(6) 2020, when opening a box of 10ml syringes, it found that there was an obvious yellow unidentified object at the needle, which was promptly removed for use on the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe s2 10ml 21ga 1-1/2in foreign matter was discovered. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when opening a box of 10ml syringes, it found that there was an obvious yellow unidentified object at the needle, which was promptly removed for use on the patient.